Manufacturer narrative:
Patient weight: unknown, information not provided. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to multifocal lens intolerance. The patient had severe glare due the patient was unable to drive at night. The patient also had blurry vision for distance, near, and computer range and had light sensitivity under all lighting conditions. The patient noticed the symptoms right after the surgery. The iol has been discarded. Another competitor lens was placed as the replacement and the patient outcome was excellent. There was no patient injury and no other interventions were required. No further information was available.